Event description:
It was reported that a vns patient received a high lead impedance warning during diagnostic testing, which prompted the treating physician to disable the patient device. The family has indicated that they would like to resume therapy and that surgery may occur. Good faith attempts for additional information are in progress.